Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched, during inspection of the fluid path, the cannula was measured to be out of specifications. Even though the cannula was stretched, fluid was able to exit the entire fluid path as expected. The exact cause and timing of this event could not be determined. The download data did not show any damages or deficiencies that would have caused the device to fail to deliver insulin. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours.